Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v833270, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the lead model 3093-33 lot #v833270 showed that conductors #0, 1, and 3 were broken 6.2 cm (at or near the tines) from the distal end. Circuits #0, 1, and, 3 were found to be open. Short circuits were also seen between #2 and 3 circuits due to overstress damage (suspected) at the distal side of the break. The conductors were stretched and the coils were crushed. The outer insulation was broken with suspected tool marks.

Event description:
It was later reported that the impedance issue occurred in (B)(6) 2014 and the high impedances was resolved after replacement. The cause of impedance was not determined. It was indicated that the lead fractured while being explanted. No other device abnormalities were observed with explanted device. It was noted that impedance testing was conducted at multiple amplitudes and multiple pulse widths at the clinic during the week prior to explant and replacement. Impedances >4,000 were observed on all electrode pair combinations except c <(>&<)> 2, c <(>&<)>3, and 2 <(>&<)> 3. Patient felt no stimulation at 8.5 volts when stimulating any electrode combination except for c + <(>&<)> 2-3- which caused a shocking sensation. It was noted that patient returned to efficacy and tolerability with the therapy since the replacement.

Event description:
It was reported that high impedances of >4000 ohms on electrode pair combinations #0 and 10 were observed on the patient¿s implantable neurostimulator (ins). The lead component was then replaced along with the ins battery which had depleted normally. No patient injuries were reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.